Event description:
Consumer using a hot/cold compress for the first time. Microwaved according to directions and applied to their face for ingrown hair. A few minutes later discovered leaking liquid substance and experienced burns on hands, face, upper arms. Went to the emergency room for treatment.